Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded and no issues were identified. Customer's blood glucose level was 137 mg/dl. Customer changed the pump supplies and resumed insulin delivery.